Event description:
The customer stated that the alinity c processing module (sn: (B)(6)) is delivering an electric shock each time different areas of the analyzer are touched (loading area, touch screen, etc). The customer did not find any frayed cables or anything unusual when assessing the analyzer. It was reported that the analyzer was not live yet in the customer¿s laboratory. Upon further assessment of the analyzer, cables and components of the analyzer were assessed and no visual problems were found and shocks were not reproduced. The customer further reported that the multiple shocks came from the monitor. Monitor was replaced. The customer confirmed that there were no injuries and no medical attention was required. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The alinity c processing module, serial # (B)(6) was evaluated. Visual assessment of the analyzer did not identify any frayed cables. The analyzer grounding readings were also assessed. The customer reported that the area around the monitor was shocking, and the monitor was replaced. There were no problems found and a shock could not be reproduced. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for both the alinity system and the alnty monitor with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the alnty monitor and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer stated that the alinity c processing module (sn: (B)(6)) is delivering an electric shock each time different areas of the analyzer are touched (loading area, touch screen, etc). The customer did not find any frayed cables or anything unusual when assessing the analyzer. It was reported that the analyzer was not live yet in the customer¿s laboratory. Upon further assessment of the analyzer, cables and components of the analyzer were assessed and no visual problems were found and shocks were not reproduced. The customer further reported that the multiple shocks came from the monitor. Monitor was replaced. The customer confirmed that there were no injuries and no medical attention was required. There was no reported impact to patient management.